Event description:
Two office employees alleged that they developed respiratory issues after using maxispray plus. Employee #1 alleged that she developed symptoms of congestion in her sinus and chest, shortness of breath, and allergies, approximately one (1) month after her initial exposure to the product. This report is concerning employee #1. This is the first of two reports.

Manufacturer narrative:
Over the course of a year, the employee sought medical attention with numerous physicians due to these symptoms. The employee visited a general practitioner and had a chest x-ray was performed. She was also prescribed an inhaler and other medications; however, she does not remember the name of the medications. A visit to an ent specialist was also made by the employee; however, she does not remember what type of treatment was rendered, but she was prescribed a steroid inhaler. The employee sought further treatment with a different general practitioner and was prescribed inhalers and antibiotics; she does not remember the name of the medications. A subsequent visit to the emergency room was made by the employee where she had a chest x-ray performed and was administered two (2) breathing treatments. She was prescribed singulair, albuterol, and antibiotics. The employee stated that she was still experiencing respiratory issues after her visit to the emergency room. She sought additional treatment with an internist; the physician's assistant noted that her lungs were inflamed; however, no form of treatment was provided and no medication was prescribed. To date, the employee is feeling better; however she is still experiencing symptoms of wheezing and is using the inhaler. No product was returned and no lot number was provided; therefore no further investigation can be conducted.